Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: no insulin delivery interruptions or pump malfunctions were observed in the black box download. The dates in the total daily dose history changed from (B)(6) 2016. There was no data in the black box from these dates due to continued use of the pump. The daily insulin delivery totals appeared inconsistent due to the date changes. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump settings confirmed that the insulin on board was set to 4 hours. Boluses performed during testing were accurately displayed in the insulin on board settings. The pump case was cracked near the top right corner of display. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 40 mg/dl with symptoms of confusion. The patient had remained on the pump. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter alleged that the pump did not display the insulin on board when attempting to deliver a bolus, causing the patient to overdeliver insulin. The reporter tested the insulin on board feature with a customer technical support representative and found that the feature was working as expected. This complaint is being reported based on the allegation that a patient experienced a hypoglycemic event as a result of the insulin on board feature not functioning properly.